Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had intermittent operation, was confirmed. It was found that the device had a short circuit in the motor cable. The defective motor cable was replaced and the device was repaired, tested and found to be fully functional. The defective motor cable would have caused the reported complaint from the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/27/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on an unknown date, it was observed that the device would work and stop every minute. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. The procedure was completed with a 15 minute delay. There were no adverse patient consequences reported. No additional information was provided.